Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback of the pt's blood following an unrecoverable alarm. The user's guide states to terminate treatment and rinseback the pt's blood in the event that an alarm cannot be resolved promptly. Occasional alarms during dialysis are expected and should not result in a blood loss if device labeling is followed. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
An alarm occurred from the dialysate delivery system during a routine hemodialysis treatment. The operator discontinued the dialysis treatment without performing rinseback due to the amount of time elapsed, resulting in an estimated blood loss of 190 cc. The pt's standard epogen dose was increased. No other medical intervention was required.